Event description:
A male pt contacted customer support to report, that when he went to exchange his battery pack, a wrench code 6 appeared on the monitor display. Support had him remove and reinsert the battery but the code remained on. Pt's suspect monitor was replaced for evaluation.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The problem reported was confirmed. Monitor was received and found to have a defective front response button. The switch was stuck on the on position generating a code 6. The root cause of the stuck switch is currently under investigation and has not been determined up to this date. The monitor was repaired. No adverse event resulted from the faulty button. The pt received a replacement monitor.